Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heart mate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 month. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a hospitalization on (B)(6) 2017, the patient¿s laboratory test results indicated a positive occult blood test from a gastrointestinal bleed. Anticoagulants at the time were aspirin and warfarin. One (1) unit of blood was transfused for a hemoglobin level of 8.1 g/dl. It was reported that the gi bleeding resolved on (B)(6) 2017. Repeat laboratory tests on (B)(6) 2017 showed the hemoglobin had increased to 8.8 g/dl. No further information was provided.